Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sbc was upgraded. The sys was then found to be operating as intended.

Event description:
The field engineer reported that there were cold boot issues and communication errors between workstation and generator. The sys was intermittently not booting up. There is no report of pt injury associated with this event.